Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint due to the iesu fell off the rack during transportation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report erbe neutral pad was not recognized. It could be used without any problems with other generator. Covidien generator was recognized. The customer continued the covidien's neutral pad. The procedure was completed with no reported injury. Isi contacted the customer but was not able to gather any additional information.